Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are experiencing vibrations in their lower extremities and, "something is crawling up my shoulder." The ipg remain was since explanted and replaced. No further patient complications have been reported as a result of this event.